Event description:
The patient reported that she woke up at 3:00am and her blood glucose was elevated to 300 mg/dl. She bolused to lower her blood glucose. The following morning the infusion device displayed e4 (occlusion) error and she changed the insulin cartridge and infusion set. The patient reported that at 2:00pm her blood glucose continued to be elevated and she did not have replacement accessories. Troubleshooting did not reveal any product issues. Upon follow up the patient stated that her blood glucose lowered to 135 mg/dl at 5:00pm. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.